Event description:
The consumer reported via the manufacturer representative that they fell on their back and head. The patient stated since the fall when she turned the device on if felt different and kind of burning. Electrode impedances were checked and were normal. The issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient on 2017-04-28. The rep reported that electrode impedances were checked regarding the stimulation feeling different and burning. The rep reported that the patient was reprogrammed and no longer felt the burning sensation. The rep reported that the cause of the stimulation feeling different and burning had not been determined and that the situation was resolved. No further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported having a fall on (B)(6) 2017 so they went to their healthcare professional (hcp) to have an x-ray. The patient had another x-ray last week. Beginning in (B)(6) 2017 they have swelling and now its been off. Not swelling. The patient is taking a 20 mg foot pill, but usually takes 40 mgs. Patient services could not clarify what the medication was. The patient also stated that they have leg pain and their ankle looks like a football so they cannot wear socks that are too tight. When they travel they get pain. No further complications were reported/are anticipated.